Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was seen in the clinic due to beeping from the device. Evaluation was completed and the tones were triggered by elective replacement indicator (eri) status of the device. Eri was declared due to long charge times with mid-life battery voltage. The patient was concerned about the longevity of the device, as it was expected it would last longer. Surgical intervention was performed and the device was successfullyl changed out. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The field observation was confirmed by analysis.